Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a high drain 101 alarm occurred during use on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The ultrafiltration for cycle 1 was 2168ml and their largest reported fill volume was 1999ml. The home patient (hp) stated they had used red bags instead of green due to attempting to pull off fluid. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A device history record review was performed and revealed no issues that could have caused or contributed to the reported problem. A review of the service history revealed no previous servicing related to the reported event or could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.